Event description:
Caller reported a potential false positive troponin I (tni) result on triage cardiac panel. An elderly female pt went to the ed with altered mental state, chest pain, admitted EKG negative. Testing was performed in the ed and the lab (results in following section). Cbc - ok. EKG - ok (physician had no concerns) no invasive procedure performed. Pt referral to cardiologist - unk.

Manufacturer narrative:
Product support tested cardiac lot w49158 with cal h (pos control), cal z (neg control) and two whole blood donors. Observations for tni recovery: no false positives or high bias in tni recovery were observed with any sample. No error codes were observed. All data points with cal z were below the mfg cut off of 0.05ng/ml. All data points with the 2 normal whole blood donors were < 0.05ng/ml. All data points with cal h were within the mfg 2sd range with a % recovery of 91% (within the mfg final release specs). No false positive or high bias of any sample was observed. Customers observations of false positive were not reproduced. Unable to rule out sample specific interference that is known to affect analyte recovery without a returned pt sample. All values given by customer on triage and reference method are below the clinical cutoff for tni of 0.40ng/ml as stated in the pi. No product deficiency was established; no corrective action required at this time. (B)(4).